Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water was unable to be infused into the balloon after insertion. As a result, the catheter was replaced.

Manufacturer narrative:
Received only catheter. The reported event was confirmed; however, the cause is unknown. During the visual inspection, inspected the exterior of the sample and did not find any evidence of a failure that would support the reported event. Noted a slight external dent mark on the catheter shaft but no pinched observed at the location of the dent mark. The functional evaluation was conducted as follows: " - tested using lab syringe, unable to inflate the balloon with 10cc of water. Instead, the inflation funnel filled with water and ballooned out. - deflated and repeated using quick fill technique and achieved the same result. - cut the catheter after the dent area and inflated the balloon with 10cc water using lab syringe and the balloon inflated and deflated without difficulty. No leak was observed. - cut the catheter on the dent area and observed under microscope, looks like the dent caused from outside" the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "6)insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (7) pull catheter to seat the balloon at the level of the bladder neck and secure placement" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, water was allegedly unable to be infused into the balloon. Subsequently, the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, water was allegedly unable to be infused into the balloon. As a result, the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the water was unable to be infused into the balloon after insertion. As a result, the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, water was allegedly unable to be infused into the balloon. As a result, the catheter was replaced.